Manufacturer narrative:
Correction: b5 correction to event description, h10 correction to clinical statement now a clinical investigation clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient peritonitis has not been reported. However, it was indicated on the intake form this event did not take place during a pd treatment. In the absence of the required information concerning this reported event, the cause of this patient¿s peritonitis cannot be determined at this time. Based on the available limited information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Multiple attempts were made to obtain the information regarding this reported event; however, no additional information pertaining to additional patient information, details of this event or resolution of the patient¿s peritonitis was obtained. However, it was reported this event did not occur during a pd treatment. In the absence of the required information, the source and nature of this infection are unknown. The patient¿s current disposition remains unknown at the time of this reporting.

Manufacturer narrative:
Clinical statement: presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Multiple attempts were made to obtain the information regarding this reported event; however, no additional information was obtained. In the absence of the required information, the source and nature of this infection remains unknown. Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.